Event description:
C-cc-dp - detached / dissembled parts; it was reported that the optical module connector and tube were detached. There were no patient complications reported.

Manufacturer narrative:
The device has not been returned for evaluation.

Manufacturer narrative:
Customer report was confirmed. The pediasat catheter was returned with the optic connector detached from the extension tube. One of the optic fibers is broken, and the connector cap detached from the connector housing.